Event description:
It was reported that the customer rec'd multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 479 mg/dl. The customer changed the infusion set and cartridge. The customer thought the source of the occlusion was the infusion set. However, as the customer was not currently receiving an alarm and the supplies had been changed since the last occlusion, tandem technical support was unable to perform a system check to confirm the cause of the occlusions.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available a supplemental report will be submitted.